Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral component sterile packaging was noted to be unsealed upon opening. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the pictures provided confirmed the inner blister seal was not homogeneous as required, however, sterility remained intact as the outer sterile blister seal was found to be conforming. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.